Event description:
Customer's father reported that customer's insulin pump is alarming prime alarm and motor error alarm. Customer's blood glucose reading is 359 mg/dl. The insulin is squirting out during the manual prime process. The drive support disk is protruded. Advised caller to discontinue the use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm. The insulin pump is missing the end cap sticker.